Event description:
During treatment of aci giant aneurysm, the enterprise vrd ((B)(4)/10057859) was stuck inside the prowler select plus (mc) microcatheter ((B)(4)/15540188). The procedure was completed successfully with new enterprise and new prowler select plus. There was no harm to the patient. The customer discarded the prowler select plus, but the enterprise will be returned for analysis.

Manufacturer narrative:
During treatment of aci giant aneurysm, the enterprise vrd (enc452812/10057859) was stuck inside the prowler select plus (mc) microcatheter (606-s255x/15540188). After the event, the microcatheter and enterprise were removed as a unit, additionally it was noted that the stent struts proximally were frayed. The procedure was completed successfully with new enterprise and new prowler select plus. There was no harm to the patient. Prior to advancing the enterprise system, the microcatheter was not placed at an acute angle, actually it was completely smooth and unproblematic positioning of the microcatheter in the target area. After positioning of the prowler microcatheter for stent application, a second microcatheter (excelsior sl 10) was positioned within the aneurysm. Then, while introducing the enterprise system, the microcatheter was straightened. A dedicated and constant saline source was utilized at all times with the microcatheter, however during the procedure there was a slow increase resistance while pushing the enterprise in the microcatheter. Finally, approximately at the transition of the cavernous section of the carotid to the siphon it was stuck. Additionally during advancing, control x-ray is conducted with angiographic control image, removal of microcatheter incl. Stent since stent could not be advanced further with proper methods. The microcatheter distal tip was not re-shaped. The vessel diameter proximally was 3.5mm and distal was 3.3mm, and the saccular sidewall aneurysm measured maximum size was 13mm, neck 6.6mm, and neck to sack ratio was 2:1. The aneurysm was identified during clarification for an eye muscle paresis. After the procedure, the patient was neurologically without findings, and no procedural consequences. The customer discarded the prowler select plus, but the enterprise will be returned for analysis. One non sterile enterprise stent was received inside of a plastic bag. Also a needle was received. The delivery wire and the introducer tube were not returned for analysis. No anomalies were observed on the received unit. The enterprise stent was inspected under a microscope and a fractured was found on one of the struts. Sem analysis results showed that the stent fracture surface presented evidence of ductile dimples and elongation. Stretching could be related to these surface characteristics; however, the exact cause of the separation could not be conclusively determined. The functional analysis could not be performed due to the delivery wire was not received and the stent condition (fractured). (B)(4) medical performed device history records relative to the manufacturing, inspecting and packaging of lot 10057859. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The microcatheter was not returned for analysis, but the DHR showed that a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15540188 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported failure by the costumer delivery wire/impeded, stent fracture and microcatheter obstructed, could not be evaluated since the delivery wire nor the microcatheter were returned for analysis. The cause of the failure experienced by the costumer could not be conclusively determined. The failure stent fractured reported by the customer was confirmed due to the stent received condition. However, the sem analysis results showed that the stent fracture surface presented evidence of ductile dimples and elongation. Stretching could be related to these surface characteristics; however, the exact cause of the separation could not be conclusively determined. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the analysis nor the sem analysis suggest that the condition reported by the customer could be manufacturing related. Based on the reported information and the analysis of the returned device no conclusion can be made regarding the reported events. Based on the sem analysis and device history records review there is no evidence of any manufacturing defect or anomaly contributing the reported event or damages found on the returned device. Additionally, the microcatheter was not returned for analysis, but the DHR revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Therefore, no corrective action will be taken at this time. Therefore, no actions will be taken at this time. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00373 and 1058196-2012-00374.

Manufacturer narrative:
The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00373 and 1058196-2012-00374.

Manufacturer narrative:
During treatment of aci giant aneurysm, the enterprise vrd (enc452812/10057859) was stuck inside the prowler select plus (mc) microcatheter (606-s255x/15540188). After the event, the microcatheter and enterprise were removed as a unit, additionally it was noted that the stent struts proximally were frayed. The procedure was completed successfully with new enterprise and new prowler select plus. There was no harm to the patient. Prior to advancing the enterprise system, the microcatheter was not placed at an acute angle, actually it was completely smooth and unproblematic positioning of the microcatheter in the target area. After positioning of the prowler microcatheter for stent application, a second microcatheter (excelsior sl 10) was positioned within the aneurysm. Then, while introducing the enterprise system, the microcatheter was straightened. A dedicated and constant saline source was utilized at all times with the microcatheter, however, during the procedure there was a slow increase resistance while pushing the enterprise in the microcatheter. Finally, approximately at the transition of the cavernous section of the carotid to the siphon it was stuck. Additionally during advancing, control x-ray is conducted with angiographic control image, removal of microcatheter incl. Stent since stent could not be advanced further with proper methods. The microcatheter distal tip was not re-shaped. The vessel diameter proximally was 3.5mm and distal was 3.3mm, and the saccular sidewall aneurysm measured maximum size was 13mm, neck 6.6mm, and neck to sack ratio was 2:1. The aneurysm was identified during clarification for an eye muscle paresis. After the procedure, the patient was neurologically without findings, and no procedural consequences. The customer discarded the prowler select plus, but the enterprise will be return for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15540188 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00373 and 1058196-2012-00374.